Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. A device history review was performed, and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the perforator driver device failed pretest for vibration assessment. It was noted that the device passes visual inspection and the disposable perforator device was found to be sticking to the cutting tool coupling. It was further determined that the disposable perforator device was difficult to remove from the tool coupling due to residue and traces of corrosion between two different alloys. It was also observed that the application of lateral forces loosened the chemical bond. It was noted in the service order that during a surgical procedure, the drill device (disposable perforator) was found to be stuck inside the perforator driver device for the second time. There were no reports of surgical delay. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.